Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the speed was unstable. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.75mm rotapro was selected for percutaneous coronary intervention (pci). The rotation speed set at 170,000rpm. During the procedure, it was observed that the rotation speed was unstable, fluctuated between 160,000 rpm and 210,000 rpm. The procedure was completed with another of the same device and there was no patient complications reported.